Event description:
Reporter alleged obtaining a result of 160-200 mg/dl on the compact plus system and taking 6-10 units of humalog insulin based on it. Reporter stated that a few hours later, she passed out while on the phone with a friend. Reporter stated the ems obtained a result over 600 on their system, gave the customer insulin, and took her to the hospital. Reporter stated a result around 300 mg/dl was obtained on the hospital system, she was incoherent, and hospitalized for 2 days. No other actions were reported taken or treatment received. A request was made for the return of the suspect device. Reporter no longer has the strips used and so no product will be returned for evaluation.